Event description:
It was reported that a visions pv .014p rx catheter was used in a therapeutic peripheral procedure in a moderately calcified distal and mid sfa. During removal, the catheter got stuck on a non-philips guidewire, and the entire system was removed as a unit. A new catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted because the visions pv .014p rx catheter and a non-philips guidewire were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. No information available. No information available. Block c: not applicable for this device. Not applicable for this device. The visions pv .014p rx catheter was discarded and not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.